Event description:
I started having severe pain, it felt like I was in labor. Since then my menstruations have been a lot heavier with worsening cramps. Depression has worsened. Hair is falling out. Joint pain. And decrease in sex drive.